Event description:
On (B)(6) 2024, a male patient had a l4-l5 mild procedure performed. An epidural was performed with the mild procedure at the l4-l5 level. Nothing abnormal was reported regarding the procedure or the patient's anatomy. One week post-operative, the patient was experiencing increased back and leg pain. An MRI was performed, and the patient was diagnosed with a hematoma near the treatment area of the mild procedure at l5-s1. As of on (B)(6) 2024, it was confirmed by the physician that the patient has not received any interventional treatment beyond bed rest.